Event description:
It was reported that the burr became stuck with the guidewire, and a removal difficulty occurred. A 1.50 mm rotapro burr and rotawire drive were selected for use. During withdrawal, when attempting to remove the device after ablation, the wire and burr became trapped and could not be moved. As a result, both the wire and the burr were replaced. The devices were removed normally, and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).